Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that multi-access suture placement in the right common femoral vein was successfully performed using the pre-close technique via two large bore holes prior to a cardiac ablation procedure. One suture was placed at each access site. Post procedure, hemostasis was not obtained after the knot was advanced at one of the sites. One hour of manual compression was performed, with additional placement of a figure of eight stitch and a non-abbott compress device. Post procedure, thrombus was noted in the external iliac vein. No treatment was required and the study physician deemed the thrombus as unrelated to the prostyle device or procedure. Discharge ultrasound noted no bleeding or bruising. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. It was at the second access site, where a 12 french sheath was used, that hemostasis was not obtained after the knot was advanced, requiring additional intervention. No additional information was provided.